Event description:
On (B)(6) 2022, a study patient underwent aaa procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis were utilized as branch devices. Two vbx devices were implanted in overlap fashion, in the right renal artery. During the six-month follow-up on (B)(6) 2023, x-ray and CT were performed. The results showed the right renal artery side branch components had become occluded. As reported, both devices were occluded. There appeared to be collateral flow distal of the devices implanted in the right renal artery. No wire fracture was observed. No intervention was performed or planned. The physician suspects redundancy/tortuosity and long length of renal bridging endograft caused or contributed to the occluded devices.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Devices remain implanted. Therefore, direct product analysis was not possible. (B)(4). Review of device manufacturing record history confirmed both devices met pre-release specifications. Two same device device type (gore® viabahn® vbx balloon expandable endoprosthesis) were implanted during same procedure as one unit (overlapped) to treat the same anatomical location. The second lot/serial number is (B)(4); item bxa075902a; UDI #(B)(4). Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: access site infection; entry site bleeding and/or hematoma; vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection); distal embolization; arteriovenous fistula formation; transient or permanent contrast induced renal failure; renal toxicity; sepsis; shock; radiation injury; myocardial infarction; fever; pain; malposition; malapposition; inflammation; and/or death. Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: hematoma; stenosis, thrombosis or occlusion; distal embolism; side branch occlusion; vessel wall trauma and/or rupture; false aneurysm; infection; inflammation; fever and/or pain in the absence of infection; deployment failure; migration; and device failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation conclusions was corrected; new codes added.

Manufacturer narrative:
B3: date of event was corrected.